Manufacturer narrative:
The customer indicated the device was discarded. This is a known issue and no eval will be performed on the customer's device. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v administration sets are intended for general infusion and not recommended for use with power injectors. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently blood loss was noted. The tubing set was being used to deliver isovue 300 contrast media during a CT scan with an unspecified power injector at a 128 psi. After an unspecified length of time during the contrast injection, the tubing ruptured at an unspecified location. An unspecified volume of blood loss was noted. The customer contact reported "there was some overspray of the contrast media onto the pt's face" and the pt's face was washed. The tubing set was not replaced. It was reported the injection was a "one shot" injection and the scan was completed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.